Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): a433141, 310-02-41 - equinoxe, humeral head tall, 41mm (alpha); a092859, 314-23-03 - laser cage glenoid medium, alpha; a698037, 300-01-09 - equinoxe, humeral stem primary, press fit 9mm; 6882771, 300-10-15 - equinoxe replicator plate 1.5mm o/s; a635340, 300-20-02 - equinox square torque define screw drive kit; a199484, 314-23-03 - laser cage glenoid medium, alpha; a506196, 321-52-07 - 3.2mm drill bit sterile; a609812, 321-52-09 - 3.2mm k-wire, trocar tip; a689380, 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack.

Event description:
It was reported that this 69 y/o female patient was revised approximately 9 months post op. Subscap failure so converted anatomic to reverse. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported was likely the result of the rotator cuff failure resulting in proximal migration of the humeral side relative to the glenoid and subsequent prosthesis wear of the glenoid. However, rotator cuff failure cannot be conclusively determined from the information provided. Potential contributions of user or patient-related considerations to the event cannot be determined as radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.